Manufacturer narrative:
Lead replacement due to a migration was reported to abbott. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient underwent surgical intervention wherein the scs lead was explanted and replaced to address the issue.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Reference manufacturer number: 3006705815-2020-32022. It was reported that one of the patient's scs leads had migrated. The issue was confirmed via x-rays. The patient stated they felt the lead move while doing home improvements, experiencing any physical trauma that may have impacted the scs system. In turn, the patient may undergo surgical intervention to address the issue. Note: since it is not known which device contributed to the issue, all possible devices are being reported on.